Event description:
(B)(6) study. It was reported that failure to re-sheath the device occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading dose of 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Initially, a 27 mm lotus edge valve (lot # 24188507) was inserted, however due to multiple resheathing and repositioning, the entire device was removed. The first 27mm valve was exchanged for a second 27mm lotus edge valve (lot number 24188506). As the physicians were releasing the valve, due to the patients heavily calcified bicuspid and a horizontal anatomy, the valve popped out super annular with 12-15cm of the stent braid frame out and unsheathed. However the device was unable to be resheathed completely. The partially unsheathed valve and the delivery system was retracted to the introducer sheath and removed. The procedure was completed with the a third 27mm lotus edge valve (lot # 23760319) which was successfully deployed into an accurate position within the aortic annulus in accordance with the dfu.